Event description:
It was reported that during laparascopic procedure the device was fired and would not open; the release button was pushed and the device was locked out on tissue. No other information was provided. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with one ecr45m cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.